Manufacturer narrative:
The device involved in the event was not returned for eval. The serial number was unk therefore, lot history review was not performed. The reported problem has been attributed to wear and tear on the device and prolonged use of >1yr.

Event description:
During surgery, the bearing washer of the hercules broke and spread into the body. The surgeon tried to remove all pieces but were unsure if they got everything.